Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that m2 niti taper .05 sterile wp16 4x file broke during use. Broken part remained in tooth and is part of fill. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803 the device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Four mtwo unifiles 5/100 ad 21mm 015 were returned (one file in loose + three unused files). The file in loose is broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.